Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, the sail of the device was stapled over. To correct this issue, the sail was removed and the stomach was over sewn. Surgical time was extended by 2 hours due to the product problem. No further patient injury.